Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line had a small tiny hole in it and was leaking fluid. The home patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative (tsr) advised the care giver (cg) to start therapy over with new supplies and explained why. The tsr assisted the cg with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.